Manufacturer narrative:
The reported device was returned for evaluation and the event of rf telemetry anomaly was not confirmed. The device communicated normally via rf telemetry during testing in the laboratory. The cause of the reported event could not be determined.

Event description:
Prior to an implant procedure, wireless connection loss was noted on the device. After additional interrogation, it was possible to restore connection but rf telemetry connection was impossible. The device was not implanted and a new device was implanted to resolve the event and the patient was stable with no adverse consequences reported.